Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Device evaluation could not be performed since device was not received for evaluation. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events regarding the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened.